Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken and was unable to be tested. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd screen was blank. The lcd screen needs to be replaced to address the issue. No components were replaced. The device was scrapped.